Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding pt/inr cartridges that yielded unexpected results on a pt when compared to the lab instrument. The pt had been bitten by an (B)(6) snake. The venom of the snake contains a pre-synaptic neurotoxin and a pro-coagulant which is a potent prothrombin activator. Based on the info available at the time, there were no injuries associated with this event. The customer was aware that the intended use of the I-stat pt/inr for monitoring of patients receiving oral anticoagulation therapy. Apoc was contacted requesting a technical explanation for the effect of snake venom on inr testing.

Manufacturer narrative:
(B)(4). The apoc cartridge and test info (cti) sheet for pt/inr, available on the apoc website, indicates that the intended use of the pt/inr cartridge is "...for monitoring patients receiving oral anticoagulation therapy such as coumadin or warfarin." The customer is aware of the intended use of the pt/inr cartridge. The I-stat system manual also sates that "when results do not reflect the pt's condition, repeat the test using a fresh cartridge and sample. If results are still suspect, test the lot of cartridges in use with I-stat control solutions. If the controls are in range, there may be an interfering substance in the sample."